Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii leaked on the morning of (B)(6) 2025, a nurse prepared to administer intravenous infusion to a patient using a standard closed-system intravenous catheter. During the air-check procedure for the catheter, leakage was detected along the sidewall. To ensure uninterrupted infusion, the closed-system intravenous catheter was immediately replaced, and the patient received the infusion normally.